Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was standing stationary and the neck of the exeter stem broke. The replacement has been in for around 15 years. Patient has been put in for a revision.

Event description:
Patient was standing stationary and the neck of the exeter stem broke. The replacement has been in for around 15 years. Patient has been put in for a revision.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by inspection of the returned device. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The devices were examined with the aid of a stereo microscope at magnifications up to 50x. All anterior and posterior orientations in this report are based on this being a left hip. If subsequent information indicates the implant is for the right hip, the anterior and posterior surfaces are flipped. The stem was observed to have explantation damage and evidence consistent with the cement mantle breakdown process. Macroscopic analysis of the fracture surface indicated that the fracture origin was on the lateral surface and propagated towards the medial surface. The stem was placed into the scanning electron microscope (sem) for further analysis. Fatigue striations were observed on the fracture surface, indicating that the device fractured in fatigue. Energy dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents of the stem included fe, cr, mn, ni, and mo; which are consistent with an astm f1586 alloy. The stem fractured in fatigue. Eds showed that the stem was consistent astm f1586. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to consulting clinician for review, which was rejected by the clinician stating - no confirmation of event, need past medical history, x-rays, full operative report. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the neck of the exeter stem broke when the patient was standing. Material analysis for the returned device concluded that the stem fractured in fatigue. Eds showed that the stem was consistent astm f1586. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The available medical records were provided to consulting clinician for a review which was deemed insufficient to confirm the event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.